Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. There was no additional patient information provided by the customer.

Event description:
The customer reported falsely elevated architect troponin results on three patients. The results provided were only for one patient: (B)(6) 2019, (B)(6) zero hour = 0.01ng/ml (<0.04ng/ml = normal) / 2 hour = 0.11 (0.04-0.29ng/ml is indeterminant) / 4 hour = <0.01ng/ml / due to a failed delta the 2 hr sample was retested = 0.00ng/ml (<0.04 ng/ml=normal; 0.04-0.29 ng/ml=indeterminate for damage; and >0.3 ng/ml indicates myocardial damage). There was no reported impact to patient management.

Manufacturer narrative:
A search for complaints for lot 83686un19 did not identify an increase in activity for falsely elevated patient results and no trends were identified for the issue. Return testing was not completed as returns were not available. Historical performance of reagent lot 83686un19 was evaluated using world wide data from abbottlink. The patient median data and cal f rlu mean were analyzed and compared to an established control limit. This evaluation indicated that the patient median result and the cal f rlu mean for lot 83686un19 are within the established limits. Therefore, no unusual reagent lot performance was identified for lots 83686un19. A review of the manufacturing documentation did not identify any issues associated with the customer's observation. A review of the product labeling concluded that the issue is sufficiently addressed. Use error may have contributed to the customer's issue as further testing on the samples gave expected negative results. An instrument log review was not performed as the sample ids provided by the customer could not be found in abbott link for architect instrument i1sr61457. Based on the investigation no product deficiency was identified for the architect troponin, lot 83686un19.